Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving bupivacaine, dilaudid and an unknown drug at an unknown concentration and dose via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient had been "put off" at her doctor's office for a refill. She had run out of medication and her pump was alarming; the patient was hearing a multi-tone alarm. The patient was starting to get panicky. Her appointment for (B)(6) 2018 was cancelled and rescheduled for (B)(6) 2018. The patient's feet were getting hot and cold and she felt a buzzing sensation in her legs. The patient's walking was "not the best." The patient's refill date was (B)(6) 2018. She could tell the therapy had stopped delivering. All she could do was lay in bed. She was sweating and had no appetite. She thought she withdrew from the medications. The patient was having a hard time with her pain so her dilaudid was increased. She had a rough period but was doing better at the time of this report. The patient was having constipation, urinary retention, and got urinary tract infections. The patient's personal therapy manager (ptm) boluses started making her feel numb. Her legs felt heavy, which she mentioned to her doctor. The patient still took oral medication due to previous nerve damage. No further complications were reported.